Event description:
It was reported that the patient underwent a replacement surgery of his inflatable penile prosthesis (ipp), due to fluid loss. Anew ipp was implanted. There were no patient adverse effects in relation to this event. Additional information was requested and will be provided as it becomes available.